Event description:
Physician was performing a novasure endometrial ablation. On initial test, the unit did not pass the cavity test; performed second test with passing results. Next four single activations of 10 seconds, 10 seconds, 9 seconds and 39 seconds performed consecutively with machine turning off after each activation. Near the end of the 39 second ablation, smoke was noted to be coming out of the vaginal area and the novasure machine automatically shut off.